Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor contact shows no sign of transmitter been connected see attached picture for details. Performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 477 mg/dl at the time of incident and current blood glucose was 218 mg/dl. The customer was treated with insulin pump. Customer will not be returned device for analysis.